Manufacturer narrative:
Meter ((B)(6)) has been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression but not with insertion of retained test strip. The meter was de-cased and upon internal visual inspection contamination of blood was observed in the strip port which can cause an error message. Therefore this complaint is not confirmed to use due to contamination in the port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error 3" message upon test strip insertion from the adc glucose meter. As a result, customer was unable to obtain readings and experienced symptoms of dizziness, blurred vision, and headache. The customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error 3" message upon test strip insertion from the adc glucose meter. As a result, customer was unable to obtain readings and experienced symptoms of dizziness, blurred vision, and headache. The customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error 3" message upon test strip insertion from the adc glucose meter. As a result, customer was unable to obtain readings and experienced symptoms of dizziness, blurred vision, and headache. The customer received unspecified third-party treatment and no further information was provided. There was no report of death or permanent injury associated with this event.